Event description:
Patient reported rupture on unknown side via MRI and ultrasound as well as exchange from textured to smooth due to concern with the product. Patient representative confirmed left side rupture. Healthcare professional confirmed left-side rupture confirmed via MRI and CT scan, needle biopsy of -silicone granuloma. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy, rupture.

Event description:
Patient reported rupture on unknown side via MRI and ultrasound as well as exchange from textured to smooth due to concern with the product. Patient representative confirmed left side rupture. Healthcare professional confirmed left-side rupture confirmed via MRI and CT scan, needle biopsy of -silicone granuloma. The device has been explanted and replaced.